Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved review of the event history log, running the pump in user mode and disassembling the pump. The reported issue was duplicated during the investigation, when the pump was started it would intermittently re-start and during the subsequent power-on, alarmed "power lost while pump was running." Review of the event history log showed several entries for "sensor mismatch" which indicated there is an error in communication with the downstream occlusion and the upstream occlusion sensors. The investigation determined that the causes of the reported issue were a faulty downstream occlusion sensor and faulty main processing unit board. The downstream occlusion sensor and main processing unit board were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump exhibited dispensing issues. It was also reported that the pump was alarming. Per reporter no additional information is available. No adverse patient effects were reported.